Event description:
It was reported by service report that the headend pt left siderail would not lock up in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail assembly.